Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. The date of death is unknown at the time of this report, the date provided is the notify date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. Follow-up was attempted to obtain the relevant information, however a cause of death could not be identified. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode. This patient was confirmed to be programmed to a pacing mode susceptible to the described advisory issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.